Event description:
It was reported that the pump touchscreen timed off sooner than expected. There was no adverse impact to customer's blood glucose. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.